Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 ultra valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, the cause of the annular rupture was the radial force of the balloon and stent caused the crown of the stent to rupture/poke through the stj. The cause of death was the initial stj rupture which propagated and aortic tear down to the sinuses and annulus due to the friable tissue. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported this, patient underwent an implant of a 23 mm sapien 3 valve, in aortic position by transfemoral approach. At the time of deployment, sinotubular junction (stj) rupture occurred, leading to aortic tear. During deployment it was perceived that the radial force of the balloon and stent caused the crown of the stent to rupture/poke through the stj. It was then perceived due to the tissue of the aorta this initial rupture dissected down along the aorta towards the annulus leading to a large tear in the aorta. There was no frame damage. Patient was converted to open chest but it was unsuccessful and patient expired. Per report, the cause of death was the initial stj rupture which propagated and aortic tear down to the sinuses and annulus due to the friable tissue.